Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask. The patient was not hospitalized for the event. One day after diagnosis, the patient began treatment for the peritonitis with injection (inj.) Vancomycin (1 gram stat given every 5th day) intravenously (IV) and inj. Piperacillin plus tazobactum (4.5 gram twice daily for a duration of 14 days) IV. On an unreported date, the patient's pd catheter was removed and dianeal therapy was discontinued as the patient was not recovering from the peritonitis and the patient also had a poor response to the antibiotics. At the time of this report, the patient was not on pd therapy, the peritonitis was not resolved, and the patient was not recovered. No additional information is available.